Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and a low out of range pacing impedance measurement below 100 ohms. As a result of the noise and oversensing, inappropriate atrial tachy response (atr) episodes were stored. It is suspected the noise is due to myopotentials, since there was a drop in impedance. Technical services (ts) suspected an issue with the insulation of the lead and recommended further evaluation in the clinic. At this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated should further information become available.